Event description:
It was reported that dr. (B)(6) was performing a lung resection and was handed an echelon 3000 stapler (item # ech60s). When he tried to articulate the device there was no response the device appeared to have no power whatsoever even though the battery was fully clicked into place. They opened another ech60s device and used it. It performed just as expected. There was no harm to the patient and no delay to completing the case as planned.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # 642c58. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a dent in the nozzle, and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts and nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 642c58, and no non-conformances were identified.